Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain with an increase in right ventricular (rv) lead thresholds being noted. The lead remains in use. No further patient complications have been reported as a result of this event.